Manufacturer narrative:
(B)(4). Date sent: 8/11/2020 additional information was requested and the following was obtained: ¿ is the white tissue pad completely missing from the clamp arm of the device? The white tissue is not completely missing upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch #: u93630. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the white tissue pad completely missing from the clamp arm of the device? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the white pad came off. The doctor is an experienced user of harmonic ace+7. A new device was opened to complete the procedure. The procedure was delayed 10 minutes due to needing a new device.